Event description:
Three passes had been made with the device. Upon removing the device after the third pass, the doctor noticed the wire had wrapped around the distal end and was caught in the cutter. The wire was cut to remove the silverhawk device and preserve the wire position, but the wire was brought back too far with the device and was removed from the patient. The collection tip was flushed and examined for any metal shavings. None were seen. The doctor decided not to reuse the device after the incident. No foreign body left in patient.